Event description:
On (B)(6) 2024, I received rf (radiofrequency) microneedling (lutronic's genius rf device) at (B)(6). The practitioner told me that it would result in improved skin/collagen, and would not result in facial fat loss. I said that I had heard this could be an outcome and she assured me that it would not. On (B)(6) 2025, I began to notice facial fat loss in my face. I was extremely upset and did not know what to do. I reached out to the provider for a solution and they prescribed me an oral/topical steroid and said they could see me for an in office visit on (B)(6) 2025. I did not take or apply the steroids due to potential side effects and did not trust that they would remedy the fat loss since I had not been seen by said provider. On (B)(6) 2025, I began hyperbaric oxygen therapy (hbot) as some individuals who have had facial fat loss said this could help limit/remedy. I have thus far received 2 treatments and would like to complete 5 to 10. On (B)(6) 2025, I was seen by the provider who took new photo and compared with 'before' photo. She acknowledged that there was some facial fat loss and did not expect this to happen. She mentioned that this was part of her learning process too so this won't happen again. She offered complementary sculptura to help remedy the fat loss. After the visit, I asked for my patient records, but have not yet received them.